Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of false upstream occlusion, but could not reproduce it during evaluation. Evaluation found the upstream sensor readings to be out of specification. The upstream sensor was replaced to correct his condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no patient invovlement.